Event description:
It was reported after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring hospitalization for 1 day. The procedure was completed. . Percutaneous biopsy done by ir on (B)(6) 2022 that resulted in hemorrhage requiring intubation overnight. That biopsy was negative. A pneumothorax was identified post-procedurally via chest x-ray. The patient was asymptomatic. The pneumothorax was small in size, basilar;11 mm from the chest wall. The pneumothorax did not increase in size over time. The biopsied lesion was 13 mm located in the left lower lobe - inferior lingula. The distance to pleura was 5 mm. The lesion was positive for adenocarcinoma (malignant). A 21g flexision needle with compatible forceps was used during the procedure. No chest tube was required. The patient was treated with oxygen supplementation to help with resorption. Per the physician, the pneumothorax was a result of the biopsy and explained the pneumothoraces are a known risk. The physician believed the pneumothorax could have potentially occurred via another biopsy modality and that it would have been more likely with percutaneous biopsy and just as likely or more likely with another navigation system. The patient was admitted overnight for observation and discharged home the next day in stable condition. Resolution of the pneumothorax was observed via chest x-ray 1 week later (no interval chest x-ray after discharge until 1 week later).

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. As a result, the patient was treated with oxygen supplementation to help with resorption and hospitalized observation.